Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room. It was noted that the pacemaker could not be interrogated as it had reached end of life and was in backup vvi mode. Premature battery depletion was suspected as a reading in (B)(6) 2018 indicated 1.25-2.25 years were left. It was also noted that the right ventricular lead impedance was low. The physician suspected that the right ventricular lead could have contributed to battery drainage sooner than expected. The right ventricular lead was capped (B)(6) 2018 and the pacemaker was replaced. The patient is not dependent on the device for normal function and was discharged following the procedure.